Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device's marks were rubbing off after a week of use. It was reported that it makes it impossible to see how far it was inserted. The customer did not report any injury at this time.

Manufacturer narrative:
Correction: (UDI #). If information is provided in the future, a supplemental report will be issued.